Event description:
It was reported by service report that the fowler is drifting down and will not maintain position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler brake.